Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that the patient told the health care provider (hcp) that her pump was ¿not working¿ and was alarming every three minutes. An MRI was to be performed however it was confirmed to not be related to the pump. The type of medication being delivered via the device system was not provided. No further information was provided. Additional information has been requested, but was not available as of the date of this report.